Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for oil gel globules was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination for all gel defects and no issue relating to oil gel globules was observed. Complaints for sample quality are under statistical control for the month of november 2024. At this time, further testing is not indicated. The device history records were reviewed with 1 quality notification observed and all affected product was scrapped. All processes and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of oil gel globules based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there were oil gel globules seen in ten (10) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there were oil gel globules seen in ten (10) tubes. No adverse impact was reported regarding the patient or user.